Event description:
The patient reported that the first concerning incident occurred the previous year. A more severe episode took place two days prior to the report, during which emergency responders were reportedly unable to detect a pulse for a brief period, and the patient drifted in and out of responsiveness. The patient also expressed interest in discussing device removal due to concerns about the device. No explant procedure has been scheduled at this time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.